Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient has had to jump-start her ins twice in the past, and that all of these issues happened within the last 5 years. Additional information was received from the patient. The patient thought the ins placed in (B)(6) 2017 was the ins that was involved in the 2 jumpstart incidents. The patient reported that the circumstance for the first jumpstart was that it quit and she didn¿t know why. The patient reported that her healthcare provider (hcp) set up an appointment with a manufacturer¿s representative (rep) to meet at the hospital and was told she had gotten too close to electrical equipment. It was noted that the second jumpstart was the same as the first. The patient mentioning having a new battery in her and she got too close to electrical station again and it happened a third time. No further complications were reported.

Event description:
Information was received from the manufacturer representative (rep) 2019-07-30. It was reported there was a confirmed overdischarge. The manufacturer representative (rep) reported that they performed physician mode recharge (pmr) and cleared the power on reset (por) message. The battery was fluctuating. Caller reports diary shows charge dates: (B)(6) 2017: 100% and 2 hrs; (B)(6) 2017: 100% and 4.6 hrs; (B)(6) 2017: 75% and 1.6hrs. It was reviewed the battery capacity was fluctuating due to overdischarge state. Reviewed to exercise normal charging to restore battery capacitor. The event date was reported as (B)(6) 2018. The rep further reported that the patient had been without therapy for about 7 months because none of the hcps reached out to the field for assistance. Physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins) for about a year due to compliance. Electrode 10 impedances were out of range (oor) so it wasn't being used in programming in the end, the patient was instructed to continue to charge the ins and to exercise 5-6 charge cycles. The issues were noted to be resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated.